Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient lost stimulation. The patient underwent surgical intervention on (B)(6)2017. Lead diagnostics were normal. The physician decided to replace the extension with a new one which resolved the issue. Device lot number and implant date are unknown. Concomitant devices are unknown. UDI is unknown.